Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional; information received: did the titanium blade tip brake off? Yes. If so, did the blade tip fall into patient? No. Was the blade tip retrieved? Yes. Is the blade tip being sent back for analysis? Yes. Was there any change to procedure or post-op patient care? No. The surgeon did the procedure by another harmonic probe.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was using the new device after a few minutes, it shows replace the instrument. Then the surgeon open the probe and again retightened the device. When he activated, the tip was broken. Then he used another new probe and did the procedure. There were no adverse consequences for the patient reported.